Event description:
It was reported that there was a removal of a left securfit stem and bipolar component due to infection.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown bipolar component. The secur-fit stem and 26mm head were also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.